Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had intermittent elevations in lactate dehydrogenase (ldh) levels up to 501 u/l starting in (B)(6) 2017. The patient's baseline was 390-400 u/l. The patient¿s inr goal was increased; however, in (B)(6) the patient's ldh was 656 u/l and 714 u/l, and the patient was treated with IV heparin. A ramp echocardiogram was reported to be normal. The ldh continued to fluctuate, increasing to 1500 u/l and argatroban was administered. The patient was transitioned to lovenox, and the ldh normalized. The patient was discharged and monitored at home. On (B)(6) 2017, the patient's ldh was elevated to 764 u/l and the patient was admitted again and started on argatroban. The patient started to have symptoms of gi bleeding and stool was positive for blood. The patient had an esophagogastroduodenoscopy with push enteroscopy; however, the results were not provided. Anticoagulation had to be held at this time, and then the patient's ldh increased. The patient underwent a pump exchange on (B)(6) 2017. It was reported that thrombus was visible on the rotor of the explanted pump. The patient was reportedly doing well the following morning of the pump exchange. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the report of pump thrombosis. Upon disassembly of the returned device, a thrombus formation was found surrounding the inlet bearing cup and ball, obstructing approximately 30-40 percent of the blood flow path. The thrombus ring revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported elevated lactate dehydrogenase level. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Device thrombosis, hemolysis and gastrointestinal bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.